Manufacturer narrative:
Submit date: 11/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with gauze. The customer states gauze had 9 in stack instead of 10.

Manufacturer narrative:
The device history record (DHR) for lot 16e051862 indicates that there were no defects found in (B)(4) samples inspected from the lot. A search of our complaint database shows that there have been no additional complaints against lot 16d074362. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The possible root cause may be the scale challenge for weight count was not set up correctly. Added variables such as material variances could have contributed to a weight failure for the scale. Product originates from the manufacturing site and then goes to another source to be used. It is also possible that sponges could have been lost during the outside process such as kit packaging. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in-process. This evaluation is performed at a tightened sample size for miscounts. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Implementation of this CAPA is ongoing and has been opened to optimize the autobander process in which a pfmea has been updated to include this complaint code and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. Finished goods testing is currently being performed at a heightened g2 level for products packaged using banded 10's for miscount. This heightened testing is performed to ensure containment for the reported condition.